Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The system was changed out due to the leads beginning to wear out. The patient is pacer dependent. No other information was given.